Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a calcaneal osteotomy the hex screwdriver broken when surgeon turning in 6.7 lps screw. The broken parts removed under x ray guidance. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a different device from another manufacturer. It was not necessary to switch the surgical technique or do a second surgery. 24-may-2023 update dw further information were provided that the surgeon initially used the ar-1416 and ar-8967d on power to insert the screws. He then reverted to final tightening using ar-8967d and ar-1999.

Manufacturer narrative:
Additional information: g3, h3, h6 event description: it was reported that during a calcaneal osteotomy the hex screwdriver broken when surgeon turning in 6.7 lps screw. The broken parts removed under x ray guidance. Since the device was not received, an evaluation on the product could not be performed and the reported event cannot be verified. The most likely cause for the reported failure can be attributed to misuse, such as applying excessive torque as well as improper bone preparation and/or prying/leveraging the screw during insertion.